Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). The device's logs were sent to factory and based on subject matter expert (sme) the pressure transducer test failure pointed out to nozzle units being defective. Nozzle unit's were replaced and issue was resolved. The device was put back into clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The gas module regulates the inspiratory gas flow and a faulty gas module may affect the delivered volume or gas mixture (o2/air). Review of the device's logs confirms occurrence of the reported issue. Monitor pressure transducer tests (mon) 60cmh2o (±5cmh2o) shows pressure value out of range for the test which point to the nozzle units in the gas modules being defective. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause to why the parts failed has not been established as the replaced parts were not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).